Event description:
Reporter alleged the customer obtained a result of 300-399 mg/dl on the advantage system compared back to back with a result of 40-49 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer was given orange juice with sugar in it by the paramedics but that she drank it on her own. Reporter stated that the customer was taken to the hospital where she was given glucose intravenously, orange juice with sugar in it, and glucose tabs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.